Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was hospitalized with hyperglycemia of 633 mg/dl, and she believes the insulin delivery of the infusion device is inaccurate. She began to experience hyperglycemia on (B)(6) 2015 and was unable to lower her blood glucose by changing the infusion set and delivering insulin via the infusion device. She had symptoms of nausea and vomiting. She contacted the paramedics on (B)(6) 2015, and she was admitted to the hospital and treated with an insulin infusion. The alleged product was requested for evaluation.